Event description:
On (B)(6) 2023, a patient contacted lifescan (lfs) us alleging that they were receiving inaccurate high results on their ot ultra meter compared to how they were feeling. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that on (B)(6) 2023, they obtained a result of ¿245mg/dl¿ on the device. They developed symptoms they described as ¿dizzy¿, ¿shaking¿ and ¿sweating¿ which the patient associated with ¿hypoglycemia¿. They then ate some peanut butter and tested again and obtained a result of ¿265mg/dl¿. The patient was unwilling to provide further details of the incident or of their usual diabetes treatment regimen. No further information was provided and attempts to contact the customer to gather further information regarding this complaint were unsuccessful. During troubleshooting, the cca determined that the test strips were within expiry and the vial was not cracked or broken. A replacement device was sent to the patient. Although there are few details for this alleged incident, this complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury adverse event and the subject device cannot be ruled out as a cause or contributory factor.